Event description:
It was reported that during a hand assisted colectomy procedure, the ec45 would not advance to fire, they converted to an open procedure and used an another device to complete the case. Patient is fine.

Manufacturer narrative:
Evaluation summary. The ec45 device was received for analysis with no visual non-conformances and with a reload present. The reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.